Event description:
3.0 x 12 mm jostent graftmaster device placed after left anterior descending (lad) perforation during a cardiac cath procedure. This device initially seemed to adequately seal the perforation. However, the following day, the patient did suffer a cardiac arrest and he expired. No autopsy done.

Event description:
3.0 x 12 mm jostent graftmaster device placed after left anterior descending (lad) perforation during a cardiac cath procedure. This device initially seemed to adequately seal the perforation. However, the following day, the patient did suffer a cardiac arrest and he expired. No autopsy done.